Event description:
The patient underwent placement of an intragastric balloon on (B)(6) 2026. During the first four days following placement, the patient reported expected side effects, including nausea and abdominal pain, without any episodes of vomiting. In the subsequent days, symptoms improved, and the patient was able tolerate still water without difficulty. Approximately one week after the procedure, following dietary advancement, the patient introduced yogurt and soup and subsequently developed significant gastroesophageal reflux symptoms. Despite close follow-up with the nutritional counseling team and adherence to all recommended measures, the reflux persisted, and treatment with pantoprazole twice daily along with additional antacids was initiated, resulting in partial symptom improvement. The patient later developed recurrent nausea accompanied by vomiting. Over the duration of one week, the patient's condition deteriorated, with an inability to tolerate even water intake, leading to approximately three weeks of reduced nutritional intake and one week of significant dehydration. Based on the report from the physician dated on (B)(6) 2026, the patient was unable to work and reported a marked decline in quality of life, including episodes of circulatory instability. Despite multiple follow-up attempts, no additional information has been obtained.

Manufacturer narrative:
Upon receiving the complaint on 08-april-2026, the manufacturer strongly advised urgent balloon removal due to the patient's circulatory instability, which was communicated to the physician the same day, 08-april-2026. The recommended clinical protocol included gastric decompression and intubation to prevent perforation or aspiration. Despite multiple attempts requesting urgent updates on the patient's clinical course, no additional information was obtained from the healthcare facility. Outreach was conducted via email to the healthcare provider on 08-apr-2026, 15-apr-2026, 22-apr-2026, and 27-apr-2026. Furthermore, telephonic inquiries directed to the clinic on 27-apr-2026, 28-apr-2026, and 29-apr-2026 were unsuccessful. Consequently, the current status of the patient remain unconfirmed.